Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that in 2007, his infusion set adhesive became loosened from his body because he was perspiring. He stated that he felt "heavy" and did not feel well and his blood glucose had elevated to 259 mg/dl. His doctor recommends that he keep his blood glucose around 120 mg/dl. The pt stated that he bolused 3-4 units of insulin to lower his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.